Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿had leakage from the scope connector¿ was not confirmed. The following findings were also noted during device evaluation: scope-cover is discolored, electrical-connector is corroded, connecting tube is corrugated, there is gap on bending section adhesive. Light guide lens is broken, angulation in the up direction is out of standards due to the worn angle-wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera duodenovideoscope had leakage from the scope connector during preparation for use. Upon inspection and evaluation, the light guide lens inside is discolored. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. The e3 and g2 fields were corrected based on information available at the time of the initial report submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that humidity invaded the light guide (lg)-lens which led to corrosion the humidity invasion was due to physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. However, a definitive root cause cannot be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: -evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection olympus will continue to monitor field performance for this device.